Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report constant check belt messages. When a pt service rep (psr) visited the pt to troubleshoot, the psr reported damaged cables and exposed wires near the distribution node (dn). The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) is currently underway. The reported problem (damaged cable / wires exposed / check belt) is being investigated. Eval is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the alleged damaged cable and wires. The pt received a replacement electrode belt.